Manufacturer narrative:
(B)(4). Concomitant medical products: 31-323230 3.2mmx30mm rnglc+ acet drl bit 65756298. 20-8060-001-00 rosa quick connect interface. 20-8060-002-00 rosa quick connect sleeve. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00166. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill bits broke under normal use and no extreme angles. Cup was impacted into the patient. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Lot# 65756298 - visual inspection found the tip of the bit to be fractured. The bit is otherwise in decent condition with little to no signs of wear. Additionally, the bit was sent for further analysis. Analysis showed grainy surface with suspected river line artifacts, suggesting that the device fractured due to bending overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.